Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
It is reported that a customer experienced high blood glucose over 600 mg/dl and was admitted to a hospital. The customer stated that the reason for the high blood glucose was due to a serter issue. No further information was provided.